Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used the venaseal closure system to treat patient. Patient underwent three separate procedures to treat the right small saphenous vein (ssv), then the right great saphenous vein (gsv), and the left ssv. Hand compression and local anaesthesia were used. IFU was followed. A guidewire was used for insertion of the catheter. The procedure was successful, and the vein did close. It was reported that the patient experienced a hypersensitivity reaction. Onset of systemic scattered rash and itching on date of final procedure. Physician started medrol dose pack 4mg one day later with no improvement so increased steroid dose with 8mg for 2 days with no improvement. Patient was referred to allergist 5 days later who dc¿d steroid and started triple antihistamine regimen with benadryl, zyrtec and pepcid. Rapid improvement noted in two days. Nearly resolved 2 days later when patient was seen in office. The allergist told the patient to stay on the regimen for 10 days after symptoms are resolved. There were no difficulties during any of the three venaseal procedures, all routine. No deviations or challenges related to the procedure. No further injury reported.